Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # 147d41. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage, with no reload present. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 147d41, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: please provide more details about the device quality issue. The customer has reported that when they placed the reload and tried to fire, it didn¿t work and it locked out, hence they had to open a new cutter and a reload. Did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed? No. Were any staples delivered into the tissue at all? No. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? No staples were deployed. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? No. Did the device cut the tissue? No. If the device cut, was the cut line complete? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the glc linear cutter locked in and didn't work. No patient consequences were reported.